Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2012. According to the complainant, during the procedure they were unable to insert the device along the guidewire and into the bile duct. The device was removed from the patient, and it was noted that the sidecar was flattened. The procedure was completed with another rx lithotripter compatible basket there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned with the basket in the closed position. The guidewire lumen (sidecar) presented with pushback and was torn at the distal end. Functionally, the basket was able to be extended and retracted without issue. When fully extended, the basket wires were found to be even and undeformed. A second functional evaluation of the device was performed by inserting a guidewire through the full length of the side-car rx without issue. The condition of the returned unit was not consistent with the complaint incident that the device was not able to be advanced along guidewire. However, the evaluation found that the guidewire lumen (sidecar) presented with pushback and was torn. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.